Manufacturer narrative:
Customer (person): line 2: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an abdominal aortic aneurysm ruptured after placement of an unspecified zenith main body device. It was noted there were two tears on the graft material in between the stents. As a result, the patient underwent an emergency open surgery to repair. The patient has since recovered and has been discharged from the hospital. Additional information regarding event details and patient information has been requested, but is currently unavailable.

Event description:
The customer provided confirmation that the rpn of the complaint device is zimb-28-108. The subject device is not manufactured by cook inc., but rather by william cook europe (wce). As such, cook inc. Will not be submitting any further reports regarding this device.

Manufacturer narrative:
Correction: the customer provided confirmation that the rpn of the complaint device is zimb-28-108. The subject device is not manufactured by cook inc., but rather by william cook europe (wce). As such, cook inc. Will not be submitting any further reports regarding this device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 14mar2022, it was reported that the graft remains in situ following surgical repair/reinforcement of the main body graft fabric. The patient has recovered well.